Event description:
Addditional follow-up with nursing revealed the fluid being infused was a "straight IV", there was no medication included. No medical intervention was needed and no pt injury resulted.

Event description:
Vague report received from customer that channel 2 shut down without alarm during clinical use. Writer attempted to obtain add'l details regarding specific incident info, medication involved, pump programming info, specific pt info, tubing product code and lot#, pt injury or medical intervention, but no add'l details were able to be obtained.